Event description:
It was reported that the customer's blood glucose level went down since he had lunch the day of the event. The customer's blood glucose level was 65 mg/dl. The patient experienced low blood glucose levels in the afternoon as well. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).